Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Initially, the customer called requesting emergency supplies during the weekend. Then a territorial manager notified via e-mail that the customer is in the hospital. Contacted the customer several times and stated that she would coordinate with her doctor when she gets the insulin pump. She was not helpful at the time. Called back the customer and stated that she will be in the hospital probably for two to three months. The customer seems to be a little confused. No further information was provided.